Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after they experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, the customer no longer uses long acting insulin and believes this contributed to their elevated bg levels. While in the ER, the customer was treated with intravenous insulin and released 6 hours later in stable condition.